Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing of far p waves was observed on the device. Programming changes were recommended. No intervention was performed and the device remains implanted. No patient symptoms were reported. No further information is available.

Event description:
New information received states that the programming changes were made previously and oversensing was still observed. Different programming changes were suggested. No patient symptoms were reported. No further information is available at this time.